Event description:
Manufacturer reference number: 2017865-2021-30778, manufacturer reference number: 2017865-2021-30780. It was reported the patient presented with a swollen pocket. The patient's pacemaker had migrated to the armpit area. Pocket revision was completed on (B)(6) 2021. After the pocket revision procedure, the incision was not healing appropriately and fluid was leaking out, infection was suspected so the entire system including the pacemaker, the right ventricular (rv) and right atrial (ra) leads was extracted on (B)(6) 2021. During the procedure it was noted the leads were scarred and adhered together. A new system was implanted on (B)(6) 2021 after the infection cleared. The patient was stable.